Event description:
It was reported to Philips that the systems c-arm performed an uncommanded movement and made noises while moving. The system was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.